Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information was requested and the following was received: in response to ¿jaws would not open¿: did the surgeon attempt to manually open the jaws with his fingers? Yes. Was the device on a vessel/artery when it would not open? Was in the abdomen. If yes, how was the device removed? (I.e. Cut off, forced opened) in place in the trocar. Did the surgeon continue the case with this same device? No. Did the patient experience any adverse consequences due to this issue? Unknown. (B)(4).